Event description:
Procedure type: bypass. According to the reporter: endo stitch did not toggle. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision mor than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. What was done to correct this condition: 2nd endo stitch was opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental report 01 sent to FDA on 09/30/2014.

Event description:
Additional information received: lot # j4b1396x.